Event description:
Information received by medtronic indicated that the insulin pump had crack at back of battery area. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained about the unit having a crack on the battery area. Device passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, partially broken off battery tube threads, cracked case at belt clip rail corner, cracked reservoir tube lip and scratched case. Device was confirmed for cracked battery tube area. Unit passed required testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.